Event description:
It was reported that the insulin pump had a blank display. The customer did not know the blood glucose reading. She stated that the insulin pump had been alarming battery out limit, which required her to keep changing her battery. She then reported that the insulin pump died, and now even a battery replacement would not bring the display back. Upon troubleshooting, it was deemed that the battery out limit alarms were indicative of normal device behavior. The display did return during the troubleshoot procedure. She was advised to monitor the device and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to verify for operating currents including low battery, failed battery or off no power alarm due to blank display. The insulin pump was received with scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.